Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet system experienced repeated connection issues during initial setup and was associated with an alert indicating an insulin shaft encoder failure, consistent with a failure to infuse and involving the plunger component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. The device was returned for evaluation. Preliminary investigation of this case revealed an electrical or electronic component problem identified, consistent with a device failure to infuse related to the plunger. The ilet lost bluetooth connection due to a faulty u4 bluetooth chip. Additionally, during rewind "unable to proceed" appeared in the menu. After five attempts error message 39 occurred. Suggesting that the hoverboard itself has failed. The customer reported complaint was confirmed. Removing and replacing the hoverboard with a known good one, solved the problem.